Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which observed a disconnection at the level of the luer lock. The reported condition was verified. The cause of the condition was due to a defective raw material from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking from an unspecified location. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.